Event description:
It was stated that the catheter was in vivo for 3 days and that the pt became febrile. Upon removal of the catheter it was noted that approx. 1.5 cm of the vantex catheter remained in the pt. The pt was taken to the or where the distal tip was removed by a surgeon. No further complications were reported.